Event description:
Complaint reported as "broken mac 3 in the patients mouth". No patient harm reported. Additional information was requested, but not available at the time of this report.

Manufacturer narrative:
(B)(4). The sample was received and returned to the manufacturing site for evaluation. The manufacturing site reports a visual exam was performed and it was observed that the blade welding joints were broken although the metal was diffused properly at the welded joints. The manufacturer also reports that this product family is inspected 100% for functional testing (engagement, disengagement, light testing on handle) prior to shipment so it is confirmed that the device left the manufacturing site fully functional. Strength of spot-welded joint cannot be tested for 100% which could lead to the possibility of shipping product with a weak spot-welding joint. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. Based on the investigation performed, the complaint is confirmed. The blade was broken into two parts from the welded joints. The root cause is listed as manufacturing related. A CAPA has been opened to address this issue.

Manufacturer narrative:
(B)(4).

Event description:
Complaint reported as "broken mac 3 in the patients mouth". No patient harm reported. Additional information was requested, but not available at the time of this report.